Event description:
It was reported that a patient presented remotely via merlin.net. Review of the electrogram (egm) revealed that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to suspected unspecified oversensing. No changes or interventions were reported. There were no patient consequences.